Manufacturer narrative:
(B)(4).

Event description:
Lead locking device sheared and broke at the proximal end of the device. No complications prior to the breakage, broke while applying traction. No patient injury. Patient discharged per operative plan.

Manufacturer narrative:
Device evaluation; the mandrel was able to be retrieved out of the lead. Mandrel broke 66cm from the tip of the mandrel (distal side of the wave). The mandrel is entangled at the area where the mandrel broke (potentially the mandrel was wrapped around a kelly hemostat), making this area weak and susceptible to breakage. There is no indication of device malfunction.

Manufacturer narrative:
Type of reportable event corrected; evaluation codes updated to include device and patient codes.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.